Manufacturer narrative:
B5. Updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline was not positioned in a vessel bend when the failure to open occurred. Maneuvers were attempted and the pipeline was resheathed 3 times but could not be opened. The pipeline was removed and replaced with a new pipeline to complete the procedure successfully.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex shield braid was returned inside a biohazard bag and a shipping box. There was no pushwire returned with the braid. ¿ visual inspection/damage location details: the braid's distal end appeared not to be opened due to the damaged braid. The proximal end of the braid was found open and frayed. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer report of failure to open at the distal end was confirmed as the braid's distal end was not opened due to damaged braid. The cause of the failure to open could not be determined. Possible causes include vessel tortuosity, damaged braid, and the user deploying the braid in a vessel bend. However, the customer reported that vessel tortuosity was moderate and the pipeline flex shield was not positioned in a vessel bend., ruling out vessel tortuosity as a potential cause. The damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that the pipeline shield stent could not open at the distal end. It was noted that the pipeline and all accessory devices were prepared and the pipeline was used per the instructions for use (IFU). It was reported that the pipeline was implanted but there was no associated patient symptoms or injury and post-procedure angiographic results were "good." The patient underwent the procedure for treatment of an internal carotid artery (ica) unruptured saccular aneurysm. The aneurysm max diameter was 8.3mm and the neck diameter was 5.1mm. Vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.